Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon reported seeing the mesh ripped apart. It was stated that the mesh was handled with a regular grasper and not something sharp or with teeth. The report was received from a surgeon that was performing a reoperation and no further information has been made available.